Manufacturer narrative:
(B)(4) patient identifier - correction, describe event or problem - additional, device available for evaluation - additional, concomitant medical products and therapy dates - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. When the receiver was powered on, "error occurred! Please contact customer support" was displayed on the receiver screen. An additional reset was performed and the condition repeated. The data log could not be retrieved due to the error displayed on the screen. The reported event that the receiver ceased to function was not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.